Event description:
Medtronic received information regarding an imaging system being used for a lung biopsy. It was reported that during a case, the system would not expose unless the system was rebooted. After a reboot, the system would take a nice and clear image, then would take a grainy image before not being able to expose it again. The account performed this sequence of steps four times to get four images. The surgery was ongoing during the call, so additional reboots may have occurred. The surgery was only to image a lung biopsy and was not using any navigation. There was an estimated a delay of 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply was out of spec and voltage was 4.85. Logs showed multiple instances of voltage being out of spec. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.